Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 75% stenosed lesion was located in a non-calcified and moderately tortuous distal right coronary artery. The lesion was predilated with a 2.5mm non bsc balloon. A 3.0x16mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. When the device was removed from the patient, stent damage was noted. The procedure was completed with another taxus liberte' stent. No patient injuries or complications occurred. Patient status is 'good'.

Manufacturer narrative:
(B)(4) - as a unit has not been returned, a technical analysis cannot be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)